Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specification. No unexpected battery out limit alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 94 mg/dl. The insulin pump might have been exposed to sweat. Advised that the insulin pump will be replaced. Nothing further reported.